Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; PMA/510(k) number/ manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to unknown reasons. The tibial tray and bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. The procedure was completed with a tibial locking bar, ssk tibial bearing, patella, stem, ssk femoral component, and femoral augments. The patient was revised again on (B)(6) 2015 due to unknown reasons. The tibial tray and tibial bearing were removed and replaced by a tibial tray, tibial tray offset adapter, splined stem, and a tibial bearing.